Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement of the pump and provided new tandem charging supplies as a gesture of goodwill. Customer reverted to an alternate method of insulin therapy.